Event description:
The c-ring broke off inside the pt during a saphenous vein harvesting procedure. The piece was retrieved without add'l complications to the pt. No add'l info was provided by the reporter.